Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified mentor gel smooth implants, suffered bilateral breast implant ruptures and a left breast that had pain, discomfort, badly misshapen and severely felt like a hard rock and encapsulated, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020, with the following devices: (left) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 9360920 sn: (B)(4) and (right) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 7676013 sn: (B)(4). This medwatch form is for the left breast prosthesis.